Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 67-year -old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure received a medical record dated (B)(6) 2025, indicating that the patient had experienced dermatitis attributed to the use of optune gio arrays. On (B)(6) 2025, the patient informed novocure that his skin irritation persisted. A healthcare provider (hcp) was reportedly aware of the condition and prescribed both topical and systemic steroids. Multiple attempts were made to contact the prescribing physician for additional information; however, no response was received.